Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial knee arthroplasty. Subsequently, approximately 5 months post implantation, the patient reported severe infrapatellar and medical joint line pain of the knee. The patient was treated with ongoing physiotherapy. The patient continued to experience ongoing issues, was dissatisfied, and range of motion had not improved. Manipulation under anesthesia was performed. Medical records noted flexion was approximately 95 degrees with the patella sitting correctly. It was reported that post manipulation, range of motion had improved. However, the patient has reported ongoing pain after the procedure.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided and reviewed by a health care professional. Review found mua performed with on-going pain. Patient listed for mua due to patellar tendon thickening and reduced rom. Onset of restricted rom, possibly due to psoriatic arthritis, however this cannot be confirmed. Rheumatology notes have small effusion and some synovitis. Patella tendon is thick but same thickness as on right where patient is asymptomatic. Medical records confirmed limited range of motion and swelling. However, unable to confirm pain. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that polar study pt had an initial left tka and subsequently three months after the procedure she began to experience restricted rom and severe infrapatellar and medial joint line pain of the left knee. Treatment included ongoing physiotherapy, painkillers, ice, and eventually a manipulation under anesthesia approximately 20 months after the initial procedure. The patient was referred to a rheumatologist for possible psoriatic arthritis, and she remains dissatisfied.

Manufacturer narrative:
(B)(4). Concomitant medical products: femur item # 42502606001, lot # 63311447; tibia item # 42532006401, lot # 63558611. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2019-00159; 0001822565-2019-02033. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had an initial left tka and subsequently five months later, the patient reported severe infrapatellar and medial joint line pain of the left knee. The patient is also experiencing limited range of motion.